Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the xience v stent delivery system (sds) found the undamaged stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. There were multiple bends and kinks throughout the shaft. Since these damages were not noted during inspection prior to use or included in the incident complaint, they likely occurred during the procedural attempts to cross the lesion, and/or during handling, packaging, and shipment back to abbott vascular for analysis. There was blood the inflation lumen, which indicates a leak. An indeflator filled with water was used to pressurize the sds; however, the water leaked from a tear in the balloon over the proximal balloon marker. The material at the tear was pushed distally, which suggests that this damage may have occurred as a result of inadvertent mishandling during packaging and/or shipment of the device back for analysis. The hypotube shaft was separated 16.8 cm distal to the strain relief tubing. The reported information stated that force was applied in an attempt to advance/cross the lesion which likely caused or contributed to the shaft separation/detachment. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. In this case, the lesion was described as heavily tortuous and totally occluded, which likely contributed to the reported failure to advance/cross the lesion. It was reported that force was applied in an attempt to advance/cross the lesion. It should be noted that the xience v everolimus eluting coronary stent system instruction for use (IFU) states should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, the reported use error likely contributed to the reported shaft separation/detachment. A search of the lot history record indicated no nonconformance for the lot related to the complaint. Additionally a query of the complaint handling database for the reported lot revealed no other incidents for shaft separation. There is no indication of a product quality deficiency.

Event description:
It was reported that predilatation was performed prior to the advancement of the stent delivery system (sds) in the lesion; however, resistance was felt during the attempt to cross a heavily tortuous and chronically totally occluded lesion in the left circumflex. Force was applied in the attempt to cross, which resulted in the separation of the proximal shaft. The sds was retracted from the patient successfully, and a new sds was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.